Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coronary artery bypass grafting, during the usage of the suture, the devices broke, wherein multiple ruptures occurred in the suture line. The new suture with the same lot number was taken from the package, but the suture was ruptured/broke when in the handle. In order to resolve the issue, multiple sutures were opened and anastomosis was completed. This suture change extended the surgical time for more than 30 minutes. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted three partial sutures and three needles. The needles were observed to be attached to the partial sutures. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.